Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analyst commented, beginning (B)(6) 2015, 1047 ventricular sensing integrity counts (sic); non-physiologic oversensing not identified on electrogram (egm); single premature ventricular contraction (pvc) counter registers 1669 pvc and 2100 runs of pvc since last cleared, (B)(6) 2015, which likely is incrementing counter. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered and that the right ventricular (rv) lead exhibited sudden increase, and high short interval counts (sic) with suspected conductor fracture and/or insulation failure, and varying impedances. It was also reported that via two electrograms there was evidence of rv lead noise. The rv lead remains in use and is scheduled for revision. No patient complications have been reported as a result of this event.